Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device alarmed hardware low level failure during self-test. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed self test and the test was passed. Customer stated that insulin pump's audio was on and then run a self test and the insulin pump had pump error. The insulin pump sounded then again performed second self test but, insulin pump did not alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.